Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Patient was in motorcycle accident in (B)(6), one of stryker handsets used in thumb and it malfunctioned.